Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: the subject was enrolled intro the reprise IV study in (B)(6) 2019 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading dose of 81 mg of aspirin. A lotus introducer was placed. A safari2 guidewire was inserted and a 27mm lotus edge valve was advanced however the over the wire but became stuck . The safri2 guidewire was cut and removed from the body. The 27mm lotus edge valve was implanted successfully. Successful repositioning of the 27mm lotus edge valve involved partial re-sheathing of the 27mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. Post procedure summary: on the same day of the index procedure, post transcatheter aortic valve replacement (tavr), the subject was noted with left bundle branch block. Per edc, no diagnostic was performed, and no action was taken for the event. At the time of reporting, the event was considered resolving. The subject was discharged on aspirin.